Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: evaluation revealed that the ok keypad button was over responsive to button presses. The ok button contact was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the ok keypad button was over responsive to button presses. Evaluation also revealed that the ok button contact was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jan-2018.